Event description:
Refrence number (B)(4) event occured in the united states. It was reported that the patient experienced a high blood glucose level of 400 mg/dl on (B)(6) 2026 due to a compromised cannula, and the patient was treated with a correction bolus administered via the pump. No further information is available.